Event description:
The duett was deployed following an interventional procedure (via a 6f sheath, left femoral artery). The deployment was unremarkable with the exception of longer pressure hold at the end of procedure. The pt was reportedly moving/squirming throughout the procedure and duett deployment. Pt had a very low pain tolerance and complained of pain and discomfort prior to procedure (e.g. Nasal cannula was painful). After 5 min. Of direct pressure, blood squirted from the site, and 3 min. Of additional direct pressure was held. One hr. Post procedure, the pt complained of left leg pain, and the foot became cold and pulseless. A surgical thrombectomy restored pulses. Later, pt again complained of left leg pain. An angiogram revealed a vascular spasm and swelling was noted in the leg. A heparin infusion and nitro drip were started to prevent further spasm. Compartment syndrome was suspected, and a fasciotomy was done to relieve the swelling/pressure. The pt was hospitalized and refused to ambulate. During further follow-up (in 2001), it was reported that the pt was still hospitalized, and had developed a fever. However, additional follow-up info (12 days later) revealed that the fever had resolved, a skin graft had been peformed, and the pt is scheduled for rehab. As of the date of this report, no further problems have been reported.